Manufacturer narrative:
(B)(4). The complaint device was returned for investigation. The device passed external visual and interior inspection. A review of the receiver data log found no errors related to the customer complaint. The device failed the manual sound drop test and the audio portion of global receiver functional testing. The investigation also found that there was high resistance across the speaker. The customer complaint was confirmed. The root cause was determined to be a defective speaker assembly

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report no audio output from the receiver that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.